Event description:
It was reported that this left bundle branch lead was explanted due to an infection. No additional adverse patient effects were reported. The lead was disposed and will not be returned for analysis.